Event description:
Reference MDR # 1219856-2010-00159 for the first event involving the same pt. It was reported that while in the cardiovascular lab, the intra-aortic balloon ('iab') was prepped and the sheath was inserted. The md inserted the iab over the same spring wire guide ('swg') which was already inserted in pt's right groin. As the md was advancing the iab through the sheath, the iab became stuck and the iab could not be moved forward. As a result, the md removed the iab and the sheath as one unit. The md made a request for another iab. The third iab was prepped and the sheath was inserted over the same swg. The third iab was inserted over the swg, which was still in the pt's right groin, through the sheath and placed successfully. There was no excessive bleeding. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.